Manufacturer narrative:
Physio-control continues to investigate the reported event.

Event description:
The customer complained that the device will not turn on. The customer installed a new charge pak, but the unit again failed to turn on. There was no patient use associated with the reported complaint.